Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 500cc mentor smooth round moderate plus profile saline catalog: 3502500 lot: 6532003 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 500cc mentor smooth round moderate plus profile saline breast prostheses, experienced left side breast getting smaller post-operatively. Patient's doctor diagnosed probably broken implant. As a result, the patient underwent bilateral removal and replacement with two 500cc mentor memorygel breast implants on (B)(6) 2019.

Manufacturer narrative:
On 5/22/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample a tear was observed on the posterior aspect of the implant measuring 0.2 cm within a crease. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).